Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to fire at the tip (forward-firing output beam). The procedure was completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
(B)(4).